Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was have "difficulty managing diabetes". The customer did not provide blood glucose values. Customer adjusted the pump target bg in attempt to resolve the reported issue; however, customer reported still having "difficulties". Reportedly, the customer had been unable to meet with a health care professional regarding the reported issue and pump settings. Customer reverted to manual daily injections for insulin therapy. No additional information on the reported issue was provided.